Event description:
It was reported that when connecting a cable for bipolar forceps, it burned and smoke came out of the connector part of the generator. Then, a new cable was connected and the same thing happened; however, they continue to work with the thunderbeat. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: h2, h4, h6 and h11. Corrected field: d9. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.